Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable was not working correctly. They had to change out the cords a few times, they determined the connection to the adapter and generator may have been compromised. They ultimately tried different cords and eventually finished the case successfully without any patient issues. The cords from the or will be pulled and replaced. A replacement device was used to complete the procedure.

Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history/serial number review was not applicable. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable was not working correctly. They had to change out the cords a few times, they determined the connection to the adapter and generator may have been compromised. They ultimately tried different cords and eventually finished the case successfully without any patient issues. The cords from the or will be pulled and replaced. A replacement device was used to complete the procedure.